Event description:
Consumer reports receiving higher than expected readings with cobranded logic meter when comparing to a competitive meter. Analysis run on clark error grid using competitive readings (50, 27, 57) as ref points vs bd readings of (90, 55, 170) yielded data points in the "a/d" range of grid. "D" readings outside of acceptable range.